Event description:
After the bifurcated stent graft was delivered and we were finishing up the case, dr. (B)(6) noticed that the flush port was leaking a fair amount of blood. He mentioned it to both (B)(6) and I but was also not sure if it had been leaking for a while or just at the end of the procedure. Patient outcome: "no patient harm was done."

Event description:
After the bifurcated stent graft was delivered and we were finishing up the case, dr. Lecroy noticed that the flush port was leaking a fair amount of blood. He mentioned it to both roman polivka and I but was also not sure if it had been leaking for a while or just at the end of the procedure. Patient outcome: "no patient harm was done."